Event description:
Patient had arthroscopy procedure on both knees with no problems reported. The patient was then discharged home. Patient expired that evening from a pulmonary embolism. Surgeon states it is his belief. "This was totally unrelated to the procedure". No other information is available at this time.